Manufacturer narrative:
The device, used in treatment, was not received for evaluation and the reported event could not be confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. The clinical/medical investigation concluded that, it was reported that no patient harm or injury was sustained as a result of this device related incident. The procedure was completed without delay. Therefore, no further medical assessment is warranted based on the information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during the hip surgery, a r3 straight shell impactor was broken while inserting. The procedure was successfully ended without delay by using the offset cup inserter that was already open. No patient injuries or other complications were reported.